Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not complete. A follow-up report will be filed with all additional, relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was achieved with two proglide devices, using a preclose technique, with a 6fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 12fr and the aaa procedure was completed. Hemostasis was achieved with two proglide devices. Reportedly, when patient was in intensive care for observation, it was noted there was no pulse in the rcfa. The patient was sent to surgery where thrombosis was noted in the rcfa. It was observed that the suture knots were not in the right place and the knots occluded the vessel. The vessel was damaged and was treated with a patch. Surgical treatment was performed for the occlusion and thrombosis. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and patient effects appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.